Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. It was reported that on (B)(6) 2014, (B)(6) year old male with a history of metastatic prostate carcinoma which has recently been progressing, presented to the health care center with complaints of weakness, nausea and vomiting through prior weekend. Patient started levaquin on (B)(6) 2014 for pneumonia. The inratio2 inr was 2.8. The patient' therapeutic range was 2.0 - 3.0. Later the same day, the patient presented to the emergency room and was hospitalized for dyspnea, weakness and elevated inr (no evidence of active bleeding). Laboratory inr was >10.7, prothrombin time (pt)=>110.0 sec., hematocrit (hct)=44, hemoglobin (hgb)=15, platelets (plt)=243,000 and urinalysis showed 4+ blood. Treatment included admission to medical-surgical floor, vitamin k 5mg orally, discontinuation of levaquin as the physician felt this may be the etiology of his elevated inr, IV fluids, subcutaneous lovenox for deep vein thrombosis prophylaxis and narcotic regimen for chronic pain. On (B)(6) 2014, laboratory inr=10.6 and pt=107.3 sec. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation/conclusion: product was returned for investigation. The complaint was not confirmed. Retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. Investigation of the returned monitor continues to meet specification. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. (B)(4) was opened to investigate potential discrepancies in which the inratio2 result is 4 or more inr units below the reference result.